Manufacturer narrative:
The cuff has herniated at the tip due to material failure.

Event description:
After 20 - 30 minutes into case. Pt had increased respiration rate and increased co2. Pt began to wheeze after gas was increased. The lma airway was then removed and pt intubated. Upon removal of the airway, it was observed that the cuff was herniated. There was no pt injury.